Manufacturer narrative:
(B) (4).

Event description:
The patient experienced no stimulation on his left side after an auto accident. His right side was working fine. Additional information has been requested.